Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported 2 months after the dental implants was installed in intraoral region #20 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was performed. Patient had bone type ii. The implant was carried out immediately.